Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26aug2019. The service engineer confirmed the reported issue. The service engineer confirmed the touch screen was replaced to fix the reported issue.

Event description:
The customer reported touchscreen failure, customer tried to calibrate but it is not touching. It is not known if the device was not in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.